Event description:
Review of journal article entitled, "multilayer reconstruction of abdominal wall defects with acellular dermal allograft (alloderm) and component separation" describes four patients with infections that underwent mesh removal followed by debridement and irrigation. Two of the patients also had subatmospheric pressure therapy.

Manufacturer narrative:
Specific patient and device information was not provided in the article. Gore has requested additional information from the author. Adam kolker, daniel j. Brown et al. Multilayer reconstruction of abdominal wall defects with acellular dermal allograft (alloderm) and component separation annals of plastic surgery 2005; 55-36-42.